Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the loading sequence, insulin was not observed exiting the tubing using multiple cartridges. Customer's blood glucose was 156 mg/dl. Customer used another cartridge to resolve the issue.